Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.